Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the patient line of the cassette during peritoneal dialysis therapy on the homechoice machine. The patient was connected to the line for their initial drain at the time of the observed air. The technical services representative assisted the patient with ending therapy and the patient planned to start therapy over using new supplies. There was no report of patient injury or medical intervention associated with this report. No additional information is available at this time.